Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material was confirmed, however the type of material could not be identified. Additionally, physical damage to the device may have prevented proper reprocessing. The event can be prevented by following the instructions for use which state: instructions for bf-p290, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Instructions for bf-p290, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had foreign body came out from inside (forceps channel). The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a 5-minute delay but there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.